Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had failure due to noise when checking threshold value in a pacing system analyzer (psa). This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead had failure due to noise when checking threshold value in a pacing system analyzer (psa). This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.